Event description:
This was a cardiac lead extraction conducted in the or to remove a fractured ra lead (sjm 1388tc tendril dx; 126 mths old). The patient also had a rv lead (sjm 1688 tendril sdx; 186 mths old) that was left in place. The patient was intubated and prepped per hrs recommended standards with a cvs on standby. The ra was cut and prepped with a lld-ez, the lead screw would not retract and lasing began with a 14f glidelight with the addition of the teflon outer sheath. Very slow progress was made even prior to reaching the clavicle. The vascular space was extremely tight with significant lead on lead binding. The teflon outer sheath was used with little forward progress. The md upsized to the 16f glidelight with progression made just past the clavicle. The decision was made to switch back to the 14f glidelight with the teflon sheath. Slow, but steady progression was made just prior to the svc/ra junction when the laser sheath would no longer move forward, the teflon outer sheath was then used with no progress. Again the physician upsized to the 16f gl with the outer teflon sheath and made minimal forward progress. At this time the md used the teflon outer sheath to apply traction, pulling counter traction with the lld-ez. The lead began to stretch due to traction but eventually released and removed. Almost immediately the md noted an effusion on fluoroscopy and called the cvs in the room. The first cvs arrived within 2 minutes of the initial abp decline and a second cvs within 3 minutes. Within 6 minutes a pericardial window was performed but the injury site was not able to be accessed. Two units of blood were hung and a sternal window performed within 17 minutes of the initial abp decline. A small tear in high right atrial appendage was noted and successfully repaired within 26 minutes of the initial abp decline. The patient was stable and extubated the following day.